Manufacturer narrative:
The returned device analysis did not confirm the unintended movement as the delivery catheter (dc) handle was able to extend/move as intended and no bending or curving was noted. The reported positioning failure could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported positioning failure appears to be due to the challenging anatomy. A cause for the reported unintended movement could not be determined. It is possible that interactions with the anatomy and/or user technique influenced the reported issue however this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a challenging valve and the physician knew they may not be able to implant a clip. One ntw was inserted and advanced into the left atrium (la). Once in the la, the physician was unable to get the clip to move perpendicular to the valve coaptation for grasp even though he had rotated the handle over 180 degrees. The physician decided to remove the device and replaced it. Once outside the anatomy, the physician tried to rotate the clip, but initially the clip would not move. After further rotation, the clip would dramatically move into a half turn position. It was noted the clip was prepared per the instructions for use (IFU). A new ntw clip was inserted and grasping was performed. However, after the leaflets were grasped, the gradient increased to 7mmhg. The clip was repositioned, but after grasping, it was observed the anterior leaflet was very mobile. It was noted that imaging was challenging due to the patient anatomy. Due to the imaging it was hard to see if the anterior gripper was lowering and raising. Troubleshooting was performed, and it was determined that the grippers were not functioning properly. Therefore, the physician decided to remove the clip and discontinue the procedure. The mean pressure gradient returned to baseline. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.